Event description:
Clinical study. It was reported that 475 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). The index procedure treated a 2.5x15mm, 90% in-stent restenosed, severely calcified, moderately tortuous lesion in the right posterior descending artery (r-pda) with predilation and placement of a taxus express2 2.5x16mm drug eluting stent, reducing stenosis to 0%. The procedure also treated a 2.5x14mm, 80% stenosed, severely calcified, mildly tortuous lesion in the mid right coronary artery (mid rca) with placement of a taxus express2 3.5x16mm drug eluting stent, reducing stenosis to 0%. There were no reported complications. The patient was discharged the next day on aspirin and plavix. Four hundred and seventy five days after the implant procedure, the patient required a tvr in the r-pda. A taxus express2 2.5x8mm drug eluting stent was placed in the lesion. It was not indicated if the tvr was related to the taxus express stent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.